Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex device did not expand at the distal part of the device. The device was removed and discarded. The unruptured, saccular aneurysm was in the ic-cavernous sinus. Maximum diameter of the aneurysm was more than 30 mm. Neck width of the aneurysm and vascular diameter of the landing zone are unknown. Number of resheathing during the operation are unknown. Vessel anatomy is unknown. Vessel diameter was reported to have been medium. No patient injury was reported to have occurred. In addition, operation was performed as usually performed in a procedure such as turning over the protective sleeve, etc. The procedure was completed with another device.